Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator had noise on atrial channel. Lead noise was suspected; however, no further information was available. Programming change was discussed. The patient was stable.